Manufacturer narrative:
A manufacturing record evaluation (mre) was attempted, but the provided lot number does not correspond with any mentor finished good. Should an updated lot or additional information be received, a supplemental will be sent. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a urethral sling insertion procedure with a mentor obtape sling and experienced pain and suffering post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.